Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was returned for investigation. The returned product functioned properly during the evaluation. All modes (sensory, motor, lesion, and pulsed) were examined. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. No hardware abnormalities that would have resulted in the reported event were identified. Based on the information provided to abbott and the investigation performed, the cause of the reported temperature issue and subsequent procedure cancellation was unable to be confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure, ablation could not be initiated because the cannula would not increase temperature so the procedure was cancelled. The patient was not sedated but was on the table. There were no adverse consequences to the patient due to the cancellation.